Event description:
Note: this report is one of four complaints that were reported to occur during the same procedure. Reference manufacturer report numbers, 3005099803-2009-02817, 3005099803-2009-02819, and 3005099803-2009-02820 for details regarding the other associated devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure on a female patient, (B) (6). According to the complainant, during procedure, the clip was opened and the tissue was grasped. However, during deployment, the jaws opened and the clip fell off into the patient. Three additional clips were also used with the same result. A roth basket was used to retrieve all four clips. The physician had no concern about the clips remaining to pass naturally, however, he removed the clips because it was convenient to do so. A fifth resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. That patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).